Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported.

Event description:
The clinician reported nearly 4 months after the dental implant was placed in ada site 12, the implant had not yet achieved primary stability or osseointegration. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported nearly 4 months after the dental implant was placed in ada site 12, the implant had not yet achieved primary stability or osseointegration. The product will be forwarded to the manufacturer for investigation. There were no reported complications.